Manufacturer narrative:
Additional information: g4, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection identified the trigger to be broken. No other visual abnormalities were observed. This condition prevented functional evaluation. The instrument was disassembled to inspect the internal components, there were no abnormalities observed. It was reported that the handle was broken. A related device issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if an excessive force was applied to the handle after the instrument jaws were clamped over an obstruction during use. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. The instructions included with this device provide the following guidance: instruments are tested 100%, without cartridge, on the cycle machine for proper function. A dink mark is performed by the equipment in the instrument handle as an indicative that the device passed the testing. Includes functional test on 100% of the manufactured units. Instruments are tested until pre-firing position with cartridge. Test is performed by operators. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling of the colon in an open colon resection procedure, the handle broke during firing. A new product was used to complete the case. The surgical time was extended 30 minutes or more due to the product problem. There was a small amount of tissue damage as a result of the product problem. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling of the colon in an open colon resection procedure, the handle broke during firing. A new product was used to complete the case. The surgical time was extended 30 minutes or more due to the product problem. There was no patient injury.